Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet issued repeated alert 38 motor stall alarms that persisted despite multiple restarts, and a replacement device was arranged while blood glucose remained unaffected. Symptoms included no adverse clinical effects. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included customer technical support troubleshooting and device replacement logistics. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this device revealed a device motor stall consistent with a drug delivery failure not resolved by priming or rewinding. It was concluded that the device experienced a hardware-related motor stall affecting insulin delivery.